Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. Customer did not know blood glucose reading, just stated it dropped low. After troubleshooting customer stated the display still did not return. Advised the customer insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump passed the functional testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms or blank display noted. The pump was received without the belt clip and no physical damage to the belt clip slot or case was noted.